Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during device exchange, the seal biopsy valve could not keep the colon properly insufflated. The valve reportedly leaked air and fluid during the procedure as well. The procedure was completed using the original seal biopsy valve. There was no serious injury nor adverse patient effects reported as a result of this event.